Manufacturer narrative:
Additional information received stated that the physician relocated the pocket from the patient's right side to the left side. Nothing was implanted or explanted and the patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient will undergo a pocket revision due to charging difficulties.

Event description:
A report was received that a patient will undergo a pocket revision due to charging difficulties.